Manufacturer narrative:
Device is a combination product. A promus element stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent strut rows lifted from their crimped position and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29nov2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 2.50mmx25mm, concentric, de novo target was located in the moderately tortuous and moderately calcified right coronary artery. After dilatation was performed with a 2.00x10mm non-bsc balloon catheter resulting to 80% residual stenosis, a 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.